Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Concomitant medical products: d334drg, ICD, implanted: (B)(6) 2012; 4968-35, lead, implanted: (B)(6) 2008.

Event description:
It was reported that an alert triggered for high right ventricular (rv) coil impedance on the epicardial defibrillator patch. Review of performance data indicated three highly variable rv coil impedances on three separate days. The epicardial defibrillator patch was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.